Manufacturer narrative:
The device was returned to olympus for evaluation; however, the investigation has not been started yet. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a unknown procedure, would not show a picture/ image on the hd autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned and evaluated. The evaluation confirmed the alleged lack of image. In addition, the evaluation also uncovered a torn cable and a damaged/smashed connector tip. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure (no image). The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty charged coupled device (ccd). The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.